Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Device was not serviced by covidien.

Event description:
It was reported that the ventilator generated an error message rendering it into an inoperable state. There is no reported patient involvement associated with this event.